Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels for the past 2-3 weeks however, no specific value was provided. Reportedly, the customer began using manual injections for insulin therapy and their bg level lowered to 179 (mg/dl). Customer stated this was still high. The customer stated they believed their settings were incorrect. Reportedly, the customer entered a different basal value than recommended by their healthcare provider. Tandem technical support assisted the customer to find where settings can be adjusted. In addition, a system check with tandem technical support indicated the pump was performing as intended.